Manufacturer narrative:
Based on the information available, no definitive conclusions can be made in regards to the reported event. Attempts for additional information have been unsuccessful to date. A follow up report will be submitted if new information is received.

Event description:
It was reported a patient prescribed the exogen system after foot surgery, experienced continuous pain and an infection at the surgical site. The patient began using the device in (B)(6) of 2020, after an unknown duration the patient underwent a revision surgery. During the procedure the previously implanted hardware was removed and a debridement of the infected area was completed. The patient has not regained full function of their foot following the revision surgery. It is unknown the type of bacteria that caused the infection.